Event description:
It was reported that during a meniscus surgery after t1 was implanted,the needle tip couldn't rebound,resulting in t2 couldn't deployed. Unknown if there was a back up device available or a delay, but no patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. No ts or suture remain on the delivery needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that during a meniscus surgery after t1 was implanted,the needle tip couldn't rebound,resulting in t2 couldn't deployed. Both ts were removed. The procedure was completed with a backup device with no delay or patient injury reported.